Event description:
Boston scientific received information that the patient implanted with this device system was presented in the clinic with a stimulation-like thumping sensation in the device pocket. Isometric exercises reproduced noise on the right atrial (ra) lead. One ra pacing impedance measurement greater than 2,000 ohms was observed. A revision procedure was performed. The ra lead was found to have dislodged into the device pocket. The ra lead was explanted and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.